Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, chest pain and congested. The device was returned but not yet evaluated. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, chest pain, congested and device is noisy. There was no report of serious injury or harm. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil observed an unknown gray contamination on and around the iso port. Slight fibrous contamination was also present at this location. Dust-like and fibrous contamination was present on the blower outlet seal. Pil observed an unknown white crusty residue at the air inlet of the blower box at the filter area. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. Pil was unable to confirm the patient complaints or address the patient's symptoms. In box d: device available for eval and date returned to mfg has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.